Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) it is indicated that the device is not returning for evaluation, as the stent remains implanted in the patient; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the reported patient effects however the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no evidence to indicate the presence of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the left anterior descending (lad) coronary artery. A 2.8x16mm rx graftmaster covered stent was implanted without issue and the perforation was sealed. Reportedly, use of the graftmaster did not cause or contribute to complications or adverse events. However, the patient experienced cardiac arrest a few seconds after implantation of the graftmaster. Pericardiocentesis was then performed to relieve cardiac tamponade. The patient was revived but subsequently expired the same day in the cv ICU due to severe ischemic cardiomyopathy, systolic chronic heart failure. It is the opinion of the physician that the patient death is not related to the grfatmaster. Though the patient experienced retroperitoneal bleed from sheath removal in cv ICU, it reportedly is also not the ultimate cause of death. No additional information was provided.